Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 22 g x 1.00 in. Bd insyte¿ peripheral venous catheter has a small plastic particle on the side. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
On 2/06/2018, a corrected awareness and notification date were added. The additional information for this is as follows: date of event: (B)(6) 2017. Date received by manufacturer: 8/15/2017.

Manufacturer narrative:
Our quality engineer could not verify the complaint as no sample was returned with the reported issue. In addition, because no objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, it was not possible to verify this complaint as being generated by the manufacturing process. Bd was unable to reproduce the incident in question. Investigation comments: as no photos or samples were received for analysis and as no records of non-compliance or any other foreign matter data were found in the lots involved the complaints was not confirmed. Samples/photos: no samples and/or photos of the claimed product were received for analysis. DHR review: the final assembly lot: 6188067, used in the final product lot: 6209305 of insyte 22g x 1.00 ww was analyzed as presence of "foreign matter/no foreign matter" and no records of this defect were evidenced. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Conclusion: based on the investigations to date the root cause was not found for this complaint.